Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user filled the tubing but failed to connect it to the anchor and site before priming, then connected and inserted a new contact detach infusion set without verifying drops at the needle tip, which constituted incorrect setup and use of the infusion set and tubing. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included product replacement and user education on correct priming and insertion steps. Investigation included product technical support and user troubleshooting with education. Investigation of this case revealed user error related to infusion set priming and connection sequence. It was concluded that the device functioned as designed and the event was attributable to use error.